Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It has been reported that the patient has an infected failing total femur mets. It is further reported that the surgeon plans to do an above knee amputation and at the same time do a single stage revision for infection of the cup and proximal femur.